Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4) has been opened for this investigation.

Event description:
It was reported that blood leaked out of the patient end of bd eclipse¿ blood collection needle with luer adapter into the one use holder and collecting blood into the caps of the tubes. No blood exposure to mucous membranes. No injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.